Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2020. If implanted, give date: unknown, information not provided. Two different dates (either (B)(6) 2019 or (B)(6) 2019) are indicated as implant dates, however the correct date has not been confirmed. Note: the device was manufactured at the (B)(4) site which has been closed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was not satisfied with the lens implanted in her eye. The patient states that her vision was blurry and not clear as her first eye. The eye affected could not be confirmed. The lens was explanted and replaced with another lens of same model zct150 but different diopter 23.0. The patient was temporarily impaired. The event was observed during the post operative examination. No further information was available.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b5: the eye affected of the patient was confirmed to be right eye. Section d6a: if implanted, give date: (B)(6), 2019. Correction: through follow-up corrected information was received concerning the lens that was explanted. The device details provided in the initial MDR were not appropriate for the right eye. The explanted lens serial number is (B)(6), therefore the following fields were updated accordingly; section d3: manufacturer: amo manufacturing netherlands van swietenlaan 5 groningen, netherlands 9728 nx. Section d4: model number: zct225. Section d4: catalog number: zct225u235. Section d4: serial number: (B)(6). Section d4: expiration date: jun 13, 2021. Section d4: unique identifier (UDI) number: (B)(4). Section g1: manufacturer site: amo manufacturing netherlands van swietenlaan 5 groningen, netherlands 9728 nx. Section h4: device manufacture date: jun 13, 2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.